Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular (rv) lead with a high capture threshold and high pacing impedance. The patient was asymptomatic. No intervention was performed.

Event description:
Additional information was received that indicated the patient's right ventricular (rv) lead was capped and replaced on 01 jun 2021. Patient was stable throughout procedure.